Event description:
It was reported that the console failed to display the rotational speed. A ce rotablator console was selected for use. During the in vitro inspection, after turning on the equipment, there was no information shown on the screen. During the procedure, it was noted that the device could not display the rotational speed. The procedure was completed with another of the same device. No complications were reported, and patient is stable post procedure.

Event description:
It was reported that the console failed to display the rotational speed. A ce rotablator console was selected for use. During the in vitro inspection, after turning on the equipment, there was no information shown on the screen. During the procedure, it was noted that the device could not display the rotational speed. The procedure was completed with another of the same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
H6 - evaluation conclusion codes: corrected.